Manufacturer narrative:
A ge service representative performed an on site investigation. The system software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that both of the 9800 system monitors went dark during a case. No patient injury was reported.